Manufacturer narrative:
(B)(4).

Event description:
It was reported that the window lock on the trueclear handpiece would not lock the blade. A ten minute delay was reported as a result of the alleged event, but no patient impact was reported as a result.

Manufacturer narrative:
Additional information received that the procedure was completed with the existing handpiece and a new blade. Evaluation narrative - one truclear mdu, part number 7209807 was received on (B)(6) 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Complaint of window lock malfunction could not be confirmed. Product passed functional testing including high speed testing (100-2500 rpms) with blade installed. Unit passed functional tests on a known good control unit with footswitch. All functions performed as expected including window lock function. No problem found. Device returned for evaluation on (B)(6) 2016. Device evaluated by the manufacturer evaluation codes updated. (B)(4).

Event description:
Additional information received stated that the procedure was completed with this handpiece and a 2nd blade.